Event description:
After 3 years of implantation, this ICD was explanted for an infection. The biotronik and st. Jude leads were also removed. It was reported that the patient underwent surgery, due to other health issues, and it may have caused the infection; the patient may not get another device/system.

Manufacturer narrative:
(B)(4).a response from the manufacturer is pending. (B)(4).since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. Device was not returned.

Manufacturer narrative:
(B)(4).a response from the manufacturer is pending. Device was not returned.

Event description:
After 3 years of implantation, this ICD was explanted for an infection. The biotronik and st. Jude leads were also removed. It was reported that the patient underwent surgery, due to other health issues and it may have caused the infection; the patient may not get another device/system.